Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. The device remains implanted so was not available for analysis. From the information provided the coil prolapsed from the aneurysm following detachment under a suction effect and the physician was able to push the coil back into the aneurysm with the pusher wire. No other information has been provided. Based on the limited information available, the most likely cause of the coil prolapse was operational context.

Event description:
It was reported that following coil detachment, as the delivery wire was being withdrawn, part of the coil prolapsed from the aneurysm. The prolapsed portion of the coil was pushed back into the aneurysm using the delivery wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Event date: exact date is unknown, it occured during (B)(6) 2011.

Event description:
It was reported that following coil detachment, as the delivery wire was being withdrawn, part of the coil prolapsed from the aneurysm. The prolapsed portion of the coil was pushed back into the aneurysm using the delivery wire. There was no reported clinical consequence to the patient.